Event description:
Healthcare professional reported via regulatory agency left side rupture, capsular contracture, baker grade IV, lymphorrea, inflammation, and pain in breast. The device has been explanted.

Manufacturer narrative:
The events of capsular contracture and lymphorrea are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV; lymphorrea (seroma).

Event description:
Healthcare professional reported for left side "histological sampling for anaplastic large cell lymphoma exam". A diagnosis of alcl has not been claimed and the biomarkers confirming this event, cd30 positive and alk negative, have not been reported or confirmed. The event of seroma was incorrectly reported in the previous medwatch. Hence seroma is being unreported.

Manufacturer narrative:
The event of seroma was incorrectly reported in the previous medwatch. Hence seroma is being unreported. Continued d4: device is silicone textured device; reference: mf295 additional, changed, and/or corrected data: b2, b5, b6, b7, h6 the events of lymphoma - alcl - suspected and fluid discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture, baker grade IV, lymphorrea (fluid discharge), "histological sampling for anaplastic large cell lymphoma exam".